Event description:
Additional information received reported that the patient had made some adjustments to the device and was starting to get better. It was noted that the patient was further reprogrammed on (B)(6).

Event description:
It was reported that the patient had knee surgery last week and turned off their stimulation for the procedure. When the patient turned the stimulation back on, post operation, he felt like he was getting shocked. The amplitude was decreased but the patient did not state that stimulation was comfortable for him. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, serial # (B)(4); lead model 3889-28, lot # v663253, implanted: (B)(6) 2011, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.